Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported the top and bottom case are damaged. The functional evaluation reported the device can't operate on ac or battery power, can't generate or control negative pressure, can't generate alarms under expected conditions, establishing a relationship between the device and the reported event. The root cause was identified as contact with another source, defective mainboard and defective battery. No signs of overheating were observed during testing. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the case of a renasys go broke. In addition the device can´t operate on ac or battery power, can´t generate and control negative pressure, can´t generate alarms under expected conditions, and there is signs of electrical overheating. As this was noticed during service and repair activities, no patient was involved.